Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The evap assembly was replaced to resolve the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported anesthetic agent output in excess of set value during induction. There was no report of patient injury.